Manufacturer narrative:
(B)(4). Conclusion and justification status: the complaint states during the total hip replacement procedure, the surgeon decided to implant trilok+pinnacle system. After he positioned the liner and pressed by tools with slight force the liner was cracked. The surgeon had to remove the whole cup and changed another cup to complete the procedure. No adverse event occurred at this moment. A complaints database search and review of manufacturing records did not identify any anomalies. The product was sent to (B)(4) for review and a report was received stating due to the misalignment there were point contacts between the metal shell and the insert which initiated the fracture. The complaint shall be closed to user error; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
During the total hip replacement procedure, the surgeon decided to implant trilok+pinnacle system. After he positioned the liner and pressed by tools with slight force the liner was cracked. The surgeon had to remove the whole cup and changed another cup to complete the procedure. No adverse event occurred at this moment.